Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(6). (B)(4).

Event description:
It was reported that the suture snapped during knot tying. The anchor was left in the bone and a backup device was used to complete the procedure with a short delay of les than 30 minutes. No patient impact was reported.